Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. Information regarding pt was not provided.

Event description:
Patient experienced pain in right hand during pre-procedure anesthesia injections. Procedure went as usual. After the procedure, patient felt numbness in her fingers and hand. She had no strength in her hands and fingers. Pain in her right arm when lifted higher than her shoulder started. Approximately 3 weeks after treatment, patient was reportedly still under physiotherapy with continued weakness in the right hand. Because of her type of work, she didn't rest her hand as the physiotherapist suggested. She was planning to visit a neurologist for the pain. Approximately 4.5 months after treatment, physician reported issue was resolving. Believed to have visited a neurologist and had an MRI. Physician reported patient had been improving, but had no further contact after 6 months.